Manufacturer narrative:
(B)(4). Potential causes for difficulty deflating the multi-link 8 stent delivery system (sds) include, but are not limited to, an unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen, and damage to the inflation lumen or the balloon. Additionally, difficulty removing the sds post-deployment may be related to factors such as, but not limited to, an interaction of the balloon with the stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to attempting to remove the balloon from the stent, damage to the stent, balloon ruptures, leaks, poor balloon refold, and from an interaction with the patient anatomy or accessory devices. In this case, return of the multi-link 8 sds may have aided the evaluation in determining a cause for the reported complaint. However, since there was no report of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the reported complaint. No patient anatomical information was provided, which may have also aided the investigation. It is possible that the difficulty deflating the balloon contributed to the reported difficulty removing the sds post-deployment, although this cannot be confirmed. To ensure that this type of occurrence is not a result of a potential manufacturing deficiency, all products are 100% inspected for damage and a sampling of units is destructively tested to verify proper inflation and deflation. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmrs) associated with this lot and all lot release testing met manufacturing criteria. In addition, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. In this instance, based on the reported information, the reported partially deflated balloon may have contributed to the reported difficulty removing the sds post-deployment. However, without the product to examine, a definitive cause for the difficulty to deflate and difficulty to remove could not be determined.

Event description:
It was reported that difficulty was experienced to deflate the multi-link 8 balloon after stent deployment at a proximal right coronary artery (rca) lesion. When the inflation was increased, a sticky balloon sensation was experienced. He decided to add a three-way-valve (with two manometers) to deflate the balloon. The balloon was half-deflated and the guiding catheter was advanced. Finally the guiding catheter, stent delivery system balloon and the guide wire were removed. The incident duration was 15 minutes. Post dilatation was performed with a non-abbott balloon at 20 atmospheres. There was no consequence to the patient. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.